Event description:
Pt customer reported an issue with the c-series monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and duplicated the reported problem. Corrections included replacement of the spo2 module.